Event description:
The complainant reported that the automated impella controller (aic) would not move past the purge cassette setup step. Troubleshooting with field service though impella connect attempts were unsuccessful. A loaner was sent to the customer to initiate return of this device. There was no patient harm reported.

Manufacturer narrative:
E1: name of the initial reporter is unknown the investigation into the purge issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. The returned console was tested and the issue of properly detecting the purge pressure disc was reproduced, and the purge flag was confirmed to be broken. The cause of the issue was a defective component, a broken purge flag. This report is being filed as part of a retrospective review of historical records.